Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The following reportable malfunctions were found: oxidation on the coupler, leakage, moisture on the charged coupled device due to a hole, the cable connector was herniated and had shock on it. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no clear conclusion to the malfunctions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a connection problem with the optics. Per the report "there were no consequences for the patient, and the surgeon was able to proceed with his operation" (unspecified procedure). There were no reports of patient harm.

Manufacturer narrative:
The complete facility name is (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a connection problem with the optics. Per the report "there were no consequences for the patient, and the surgeon was able to proceed with his operation" (unspecified procedure). There were no reports of patient harm.